Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient received two scs leads from the same lot number. It was reported the patient had his scs leads explanted and replaced due to the leads exhibiting high impedance. The patient's scs system was programmed and effective stimulation therapy was confirmed postoperative.